Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat an extremely tight stenosed lesion in the common femoral artery. Five total treatments were performed on low, medium, and high speed. On the second high-speed treatment, the oad made an unusual noise and stalled. The oad was turned off immediately and upon removal, patient tissue was observed wrapped above and below the crown. A major dissection was observed from the superficial femoral artery (sfa) into the iliac artery. The physician struggled to get additional wires and balloons through the dissection, however, ultimately balloon angioplasty and two stents, one in the sfa and distal to the dissection and one above the common femoral artery going into the iliac, were placed to complete the procedure. The patient was in stable condition and experienced better flow than prior to the procedure.